Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (202 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new relevant information become available, a follow up report will be submitted.